Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 2.0 cm from the proximal end; the pull wire was retracted on the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed that the pusher assembly was kinked on the proximal end. This type of damage likely occurred during removal of the device from the packaging hoop. Further evaluation revealed that the pet lock was broken and the pull wire was retracted. A broken pet lock typically indicates an attempt was made to detach the embolization coil from its pusher assembly. If the pull wire is retracted with force, by design the pet lock will break and the embolization coil should detach from the pusher assembly. It is likely that the pet lock was broken and the pull wire was retracted during removal of the device from its packaging hoop. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the back end of a ruby coil pusher assembly was found to be kinked while in the delivery hoop. The kinked pusher assembly was found prior to use and therefore, the ruby coil was not used for the procedure. The procedure was completed using a new ruby coil.